Manufacturer narrative:
Used for photophobia, corneal staining. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
We received medical records regarding a (B)(6) female patient who experienced acanthamoeba keratitis while using an expired bottle of complete multipurpose solution easy rub with her acuvue 2 colors soft contact lenses. On (B)(6) 2011, onset of symptoms in the right eye (od) included redness and a foreign body sensation; initial diagnosis was corneal abrasion vs (B)(6). She is treated with ganciclovir and there is no improvement; she is referred to a specialist. Treatment continues and by (B)(6) 2011 stromal radial perineuritis and dendriform epithelial lesion are observed. Confocal microscopy is positive for one double-walled cyst consistent with acanthamoeba. Corneal scraping is positive for coagulase negative staphylococcus. The contact lens case was positive for enterobacter cloacae and sphingobacterium multivorum. Treatment continues through (B)(6) 2011 where notes show uncontrolled microbial keratitis; a penetrating keratoplasty is performed. One day post-op intraocular pressure (iop) is increased to 34 and 36 mmhg. Microscopic evaluation of the corneal button is positive for acanthamoeba. Chlorhexidine is added to treatment as well as combigan, lumigan and acetazolamide. Chlorhexidine is discontinued (B)(6) 2011. Patient's right-sided headaches are attributed to increased iop. On (B)(6) 2011, va od is 20/100 pinhole to 20/40. Lysis of iris adhesions is performed. On (B)(6) 2011, io is 46 mmhg. She continues treatment for increased iop where iridocorneal adhesion are noted in all four quadrants; a glaucoma shunt is scheduled for (B)(6) 2011. Other medications during treatment: diamox, vancomycin, zymaxid, zirgan, lotemax, zylet, pred forte, vigamox, gentamycin, atropine, voriconazole.